Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that pt who had a fall down the stairs on friday, march 1 and pt directly impacted their ins during the fall. Telemetry with ins was tried today for first time and caller says ins is sitting sideways in the pocket and she's unable to connect to ins. Caller using their pt programmer because pt doesn't have their pt programmer with them. Pt therapy status unknown as pt usually doesn't feel their stimulation at all. Tss reviewed cervical MRI not recommended since ins status unknown and there is no telemetry w/ the ins. Tss reviewed doing xrays of the ins  system to see if or how the lead and ins were affected by the fall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of not being able to connect to ins was due to the ins turned in the pocket due to fall. On 3/4, after several attempts over the course of an hour, rep was able to finally connect with patient's battery using their own smart programmer and communicator. They checked patient's battery life and ran an impedance check and the health of their lead and battery resulted to be in perfect condition. This issue was resolved. The cause of the patient not feeling stimulation was due to stim being too low and caused by fall down the stairs. The patient's device was placed in MRI mode and will reinitiate stimulation therapy with their own smart programmer when they get home and increase the stimulation to a setting where they can feel it. This issue was resolved. Patient was instructed to consult with implanting hcp for ins sitting sideways. Ins sitting sideways and turned in pocket due to fall has not been resolved.